Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a rtm failure; no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) is getting an rm-03 code and has been having trouble charging all last week and this past weekend pt says recharger telemetry module (rtm) has been getting hot. They said controller port is "blackened out". The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from a patient (pt). It was reported that they received the controller replacement but were still unable to charge implant. Pt stated their controller is at 70% and implant at 30%. Agent instructed pt to attempt starting a recharge session, and after pressing recharge on no device found screen, they described seeing the passive recharge mode screens (0 18 100). Pt then moved paddle away from body and saw 0 0 0, when pt put paddle on implant they saw numbers 0 15 27. Pt then saw screen battery empty, cannot continue, recharge the controller. Pt stated where the cord connects into their paddle, the paddle, the cord has a ridge. Pt tried another available recharger and received the same error message. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.